Event description:
It was reported via repair work order that the slide tube was broken when the cot arrived. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The surgical company.